Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 9343301. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing) was captured and addressed appropriately. Investigation summary: customer returned (160) 31gx8mm, 0.3ml bd insulin syringes in sealed polybags from lot 9343301. Consumer reported that the needle will not draw insulin. Out of the 160 returned syringes, 30 were selected, examined, then tested for flow: all 30 tested syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9343301 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200869089, 200868099] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced difficult plunger movement and were unable or difficult to aspirate during use. The following information was provided by the initial reporter: voicemail: pharmacist left voicemail stating that the syringe needle will not draw. I returned the call and spoke with a different pharmacist who stated that the consumer returned two boxes of syringes due to the needle not drawing the insulin. The pharmacist replaced both boxes. Lot #: 9343301. Catalog #: 320440. Date of event: unknown.